Manufacturer narrative:
Evaluation summary: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no other similar complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A doctor reported corneal endothelial cell loss following a glaucoma filtration device procedure. Cells in the central part were decreased to under 90%, and a small amount of cells were decreased on both upper and down side. No treatment was given. The device remains implanted.